Manufacturer narrative:
Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
At the end of a tavi procedure, during removal of the 18f ultimum ev introducer, the operator applied great effort in order to remove the device. It was reported that this may have been due to artery spasm, but this was not confirmed. During this operation when the introducer was still in the patient and 2-3cm of the sheath had been removed, the shaft of the introducer was accidentally separated from the haemostatic valve. Both the shaft and haemostatic valve of the introducer were removed without vascular consequence to the patient. The patient was reported to be doing well.